Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending (lad). The ivl catheter delivered 10 pulses at 6 max atmospheric pressures (atm). Multiple non-compliant (nc) balloons were used for pre and post dilatation, and a stent was successfully delivered with no residual stenosis within the target lesion. The patient underwent a revascularization procedure around the 30-day follow-up timepoint. Eighteen (18) months post index procedure, a planned coronary artery bypass grafting (CABG) procedure was performed after preoperative hemodialysis. After the procedure, the patient was admitted to the ICU for recovery in stable condition. The event was classified as severe and met a major adverse cardiac event (mace). The patient was discharged on (B)(6) 2025, with one drain in place. There was no report of an ivl device malfunction.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the event leading to the major adverse cardiac event (mace) could not be definitively determined. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.